Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high out of range pace impedance measurement and high capture threshold.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular (lv) pace impedance measurements which have been gradually increasing over the past year. In addition, the lv threshold measurements have increased. Technical services was consulted. The physician has been monitoring the lead and due to patient condition, has opted to not replace the lead at this time during the routine generator change out procedure. The device was successfully explanted and replaced for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular (lv) pace impedance measurements which have been gradually increasing over the past year. In addition, the lv threshold measurements have increased. Technical services was consulted. The physician has been monitoring the lead and due to patient condition, has opted to not replace the lead at this time during the routine generator change out procedure. The device was successfully explanted and replaced for normal battery depletion. No adverse patient effects were reported.